Event description:
It was reported that the patient experienced shocking sensation and inadequate pain relief. The patient felt a shocking sensation when he laid down. The patient also reported that a few months ago the implantable neurostimulator (ins) stopped helping his right leg pain. There was no trauma or fall associated with the loss of therapy. The patient also noted that he was unable to turn the stimulation off. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 748940, serial # (B)(4), implanted: (B)(6) 2008, explanted: na, product type extension. Product ID 748940, serial # (B)(4), implanted: (B)(6) 2008, explanted: na, product type extension. Product ID 74002, lot # n230111, implanted: (B)(6) 2011, explanted: na, product type pocket. Adaptor product ID 399930, lot # j0455119v, implanted: (B)(6) 2005, explanted: na, product type lead. Product ID 37743, serial # (B)(4), product type programmer.